Event description:
It was reported a programming error occurred. During a routine refill, the doctor tried to program and ¿pump data malfunction¿ was displayed on the 8840. The healthcare provider (hcp) was unable to make adjustments to the pump or even print anything. As a result, the pump was explanted and replaced. It was unknown if any diagnostic testing or troubleshooting was performed. The cause of the issue was undetermined. There were no symptoms or complications associated with this event and the patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver dilaudid, baclofen, and clonidine. The cause of the event and if the issue was resolved following device replacement was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Additional information/device evaluation summary: the pump was analyzed. The analysis result was ¿no anomaly found.¿

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. Product ID: 8575, lot# j12306r, implanted: (B)(6) 2005, product type: accessory. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.